Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 4mg/day, bupivacaine 15mg/ml at 6mg/day and baclofen 600mcg/ml at 239mcg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. It was reported that the catheter was kinked or occluded. It was noted as "na" in regards to if there were any environmental, external or patient factors that may have led or contributed to the issue. The patient was originally scheduled for a pocket revision but during the revision it was determined there was a complication with the catheter. Per the company representative they could not determine whether it was completely kinked or occluded but the catheter was replaced and the pocket was revised. The actions and interventions taken to resolve the issue was they tried to aspirate sideport, then tried to aspirate directly from the catheter but could not. Nothing obvious was observed as to why the catheter could not be aspirated. There were no patient symptoms reported. The issue was resolved at the time of the report and the patient's status was noted as alive, no injury. No further patient complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780 serial (B)(4) implanted: (B)(4) 2014 explanted: (b)4) 2017 product type catheter. Analysis of the catheter found that there was a dark residue occlusion in the dispending holes of the catheter body. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the case was initially scheduled for a pocket revision because the pump was loose in the pocket and the physician wanted it to be more secure. No further patient complications have been reported as a result of this event.